Event description:
It was reported that the patient was unable to adjust stimulation. Solid green light appeared by the 9 volt battery icon after pressing stimulation on button. The patient did the light testing with the ¿new¿ battery and no lights appeared. The patient tried a new battery and did a light test and all of the lights flashed. The patient tried the implantable neurostimulator (ins) on button again and only saw a solid green light next to the 9 volt battery icon. The patient reported no stimulation sensation that started at 7 am on the morning of report at which time the patient had a return of pain in neck and shoulders. The reporter was not able to get the ins turned back on. The patient programmer appeared to be functioning as designed.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 748951, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-33, lot # v003407, implanted: (B)(6) 2007, product type lead. (B)(4).